Manufacturer narrative:
Quality safety evaluation received on 28-apr-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of s micro-insert and or catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se.. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and a second hsg showed that a part was missing compared to the first hsg. According to follow up information the delivery wire was cut post placement. These events seen as device breakage are non-serious and listed according to technical analysis. In this case, at first, the date and circumstances regarding this suspected breakage were not informed. Upon receipt of follow up information (breakage questionnaire) it was informed that the delivery wire was cut post placement. It is not clear if the catheter just broke or it was cut by physician. However, in a conservative approach, this event was also seen as device breakage and therefore, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a non-pregnant (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for contraception. On (B)(6) 2014, patient had hysterosalpingogram (hsg) done which showed occlusion. She called on (B)(6) 2016 at the doctor's office to report the essure had fallen out. A second hsg was done on (B)(6) 2016 and it showed that a part was missing compared to the first hsg. According to physician, it was no longer in the essure but states that it still shows occlusion. In addition, patient reported that on (B)(6) 2015, 6 months after insertion of essure, she experienced heavy menstrual bleeding. Follow up information received on 28-jan-2016; device breakage with essure questionnaire received. On (B)(6) 2014 essure was inserted, lot number b94868. Device breakage was diagnosed via hysteroscopy on (B)(6) 2014. Patient had symptoms. Breakage occurred in the catheter, in the golden band. Delivery wire was cut post placement. Instructions for use was followed with no deviation. Essure was not removed, it was not medically necessary and patient did not requested. Broken pieces were retrieved, expelled through vagina. There was no injury for the patient and she has recovered. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and a second hsg showed that a part was missing compared to the first hsg. According to follow up information the delivery wire was cut post placement. These events seen as device breakage are non-serious and unlisted in the reference safety information for essure. In this case, at first, the date and circumstances regarding this suspected breakage were not informed. Upon receipt of follow up information (breakage questionnaire) it was informed that the delivery wire was cut post placement. It is not clear if the catheter just broke or it was cut by physician. However, in a conservative approach, this event was also seen as device breakage and therefore, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Further information (clarification about delivery wire) and technical assessment are expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.